Event description:
Information was received indicating that during use of a smiths medical level 1 hotline blood and fluid warmer would not heat to the desired temperature. There were no reported adverse patient effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed damage to the following components: drain fitting, enclosure, water tank cover, front cover, plate clip, line cord, pole clamp, reflux plug, and switch label. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (failure to heat to the desired temperature) was confirmed during testing. The product problem occurred because of an old/faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty pcb was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed damage to the following components: drain fitting, enclosure, water tank cover, front cover, plate clip, line cord, pole clamp, reflux plug, and switch label. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (failure to heat to the desired temperature) was confirmed during testing. The product problem occurred because of an old/faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty pcb was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.